Event description:
It was reported the patient presented in clinic for follow up. Interrogation of the device revealed the implantable cardioverter defibrillator (ICD) exhibited a functional loss of capture. During an additional follow up, it was discovered the ICD exhibited a loss of capture. No changes or intervention was performed. The patient was in stable condition.